Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(4)). The exact timespan of the log file cannot be determined as the system controller clock was reset due to the backup battery being disconnected after the patient was no longer connected to the controller. Prior to the clock being reset, the log file contained approximately 12 hours of data (23:34:09 on 08mar2020 to 12:23:29 on 09mar2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on 09mar2020 from 06:59:10 to 06:59:15 and from 6:59:24 to 9:16:17 due to losses of power while connected to the mpu. The alarms resolved once power to the mpu was restored. The system controller backup battery supported the system without issue during the losses of power. The log file also captured low flow hazard alarms from the first event in the log file, captured at 23:34:09 on 08mar2020, until the driveline was disconnected on 09mar2020 at 08:34:24; these events are addressed under the pump investigation (reported under manufacturer report number 2916596-2020-01715). The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The mpu was not returned for analysis. Additional information provided stated that it was not known if the mpu ac power cord came loose at the wall outlet or from the back of the unit. It was also stated that it was not known if there were any environmental circumstances that would have affected a/c power at the time of the event. It was noted that the mpu ac power cord has a v-lock connector. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-01715. It was reported that the patient expired due to sudden cardiac arrest. The patient was found deceased with the alarm going off. There were no reported device or therapy issues that could have contributed to the patient outcome. No autopsy was performed, and the device was not explanted; therefore, will not be returned for evaluation. Review of the submitted log file revealed no external power alarms on 09mar2020 from 06:59:10 to 06:59:15 and from 06:59:24 to 09:16:17 due to losses of external power while connected to the mobile power unit. No further information was provided.